Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed as the lot# is unknown. The root cause could not be confirmed. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ catheter had holes in it and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was leaking when starting the flush because of holes in catheter. This complaint captures also other events from the past with no date of event. Event description per email states: nicu nurse called hotline. 24g bd insight IV catheter started on patient. Successful stick with blood return. Started flushing and saline was leaking out of the catheter. Patient had to be stuck again. Caller stated it was like there were holes or a shear in catheter. Caller stated they have been having issues with catheters and more sticks on babies, but this is the first time she had actually witnessed leaking.

Manufacturer narrative:
The following field has been updated due to corrected information. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 9/10/2020.

Event description:
It was reported that unspecified bd¿ catheter had holes in it and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was leaking when starting the flush because of holes in catheter. This complaint captures also other events from the past with no date of event. Event description per email states: nicu nurse called hotline. 24g bd insight IV catheter started on patient. Successful stick with blood return. Started flushing and saline was leaking out of the catheter. Patient had to be stuck again. Caller stated it was like there were holes or a shear in catheter. Caller stated they have been having issues with catheters and more sticks on babies, but this is the first time she had actually witnessed leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 23 march, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter had holes in it and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that there was leaking when starting the flush because of holes in catheter. This complaint captures also other events from the past with no date of event. Event description per email states: nicu nurse called hotline. 24g bd insight IV catheter started on patient. Successful stick with blood return. Started flushing and saline was leaking out of the catheter. Patient had to be stuck again. Caller stated it was like there were holes or a shear in catheter. Caller stated they have been having issues with catheters and more sticks on babies, but this is the first time she had actually witnessed leaking.